Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving morphine pf (3.0 mg/ml at 0.3995 mg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the cause of the pump inversion was not determined. The patient's weight was (B)(6)pounds. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined, on (B)(6) 2018, and the access port could not be found. A x-ray was performed and the intrathecal pump radiodense side was obliques anteriorly in the left gluteal soft tissue. No prior exam were available for comparison, the pump may have flipped within subcutaneous tissues. An ultrasound was then performed and the port was not accessible. The tests confirmed lack of port access and flipped pump. The device diagnosis was pump inversion. The patient was to consult neurosurgery to "tack down" the pump. The repositioning was scheduled for (B)(6) 2018. It was noted the event was ongoing. Additional information reported the patient was scheduled for a pump refill but was unsuccessful. The physician was unable to refill the pump using template and ultrasound. The patient was sent for ap and lateral x-ray. It was noted the pump was not flipped but tilted. The nurse had a hard time interrogating the pump and the patient had a difficult time with the personal therapy manager, ptm. It was noted the patient felt the pump move often but could not determine if it flips. The patient had enough drug in the pump due to unsuccessful ptm use and the hcp also put the pump low reservoir alarm volume to 1.0 ml to extend drug past pocket revision date.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacture representative reported the patient had a pump pocket revision on (B)(6) 2018. The pump at the time was flipped. The patient stated they could feel the pump flip on several occasions. The pump was refilled and the expected volume was normal at the pocket revision surgery. The pocket was moved up on the left buttock and racked down with all four suture loops.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the event resolved without sequelae on (B)(6) 2018.